Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the assembly tube clamp was broken. No other details regarding the nature of the event were provided. Since the event occurred after cardiopulmonary bypass, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.